Event description:
It was reported that the right atrial lead had been capped and not replaced due to varying impedance trend including high impedance. The right ventricular lead had been capped and replaced due to high impedance and noise. Approximately one year later, the patient had (B)(6) bacteremia and multiple bilateral pulmonary abscesses. Transesophageal echo confirmed the presence of lead endocarditis. The capped leads were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: a proximal portion of the lead was returned, analyzed, and no anomalies were found. The proximal conductor of the lead became extrinsically fractured due to a cut, the distal conductor of the lead became extrinsically fractured due to a cut, and visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) implantable cardioverter defibrillator 2007 (B)(6); 6945-65 implantable tachy lead 2001 (B)(6). (B)(4).